Event description:
(B)(4).

Manufacturer narrative:
The MDR was filed to give a response to the user facility report (B)(4): the hard drive of the concerned c500 cockpit was replaced and sent to the MFR for investigation. The problem to start up could be reproduced in a test device. As the device didn't start, the logs from the hard disk could not be captured by download. With a procedure it was possible to get access to the hard disk and it was found that the disk had damaged sectors. The damaged sectors were identified during start of the ventilator by the device internal monitoring. The problem occurred prior to use on pt. It was not possible to bring the device into svc. In case of malfunction of the infinity c500 cockpit an acoustic alarm will be posted by the ventilation unit v500. The failure rate of the c500 hard drive is non conspicuous. The drive has been repaired by replacement of the hard drive.